Event description:
It was reported that during the left posterior communicating artery procedure the flow diverter (subject device) was opened right in the terminus internal carotid artery. During deployment the proximal part of the stent delivery wire (subject device) got stuck on the microcatheter and could not open properly. The subject flow diverter could not be re-sheathed and the sleeves got stuck in the distal part of the subject flow diverter.. It was brought to the proximal and fell upto the ophthalmic segment, missing to cover the aneurysm neck. Another flow diverter was required to be implanted. The procedure was successfully completed without further clinical consequences to the patient. No other information is available.

Event description:
It was reported that during the left posterior communicating artery procedure the flow diverter (subject device) was opened right in the terminus internal carotid artery. During deployment the proximal part of the stent delivery wire (subject device) got stuck on the microcatheter and could not open properly. The subject flow diverter could not be re-sheathed and the sleeves got stuck in the distal part of the subject flow diverter. It was brought to the proximal and fell upto the ophthalmic segment, missing to cover the aneurysm neck. Another flow diverter was required to be implanted. The procedure was successfully completed without further clinical consequences to the patient. No other information is available.

Manufacturer narrative:
D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided by the customer indicated the subject device was opened right in the terminus ica (internal carotid artery). During the deployment, the proximal part of the subject stent pusher (proximal marker) got stuck in the microcatheter and did not open properly. The subject stent pusher could not been resheated properly and the sleeves got stuck in the distal part of the subject flow diverter. It was brought proximal and fell upto the ophthalmic segment, missing to cover the aneurysm neck. Another flow diverter was deployed without difficulties. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported events of stent deployed prematurely during use, flow diverter stent difficult/unable to re-capture into microcatheter and device interaction with another device.